Manufacturer narrative:
The customer contacted a siemens customer care center and reported that quality controls (qcs) were recovering at zero (0) for albumin and bilirubin on the advia 1800 instrument; the customer also reported that discordant albumin and bilirubin results were obtained on patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse noticed that the reagent probe 1 (rpp1) probe was not correctly seated in the probe arm and seated down the rpp1 probe. The cse also ran qcs, recovering acceptably. During this visit, the customer also indicated that the instrument was not reading barcode labels on the first reagent (r1) tray. The cse tested the r1 and second reagent (r2) barcode readers and determined that there was no issue with the barcode reader; the cse noticed that barcode on the label was not clear. The cause of the discordant albumin and bilirubin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that discordant albumin and bilirubin results were obtained on multiple patient samples on an advia 1800 instrument. The customer stated that the discordant results were reported to the physician(s) and the discordant results needed to be corrected. The customer also reported that there was a delay in patient testing due to this issue and declined to provide more information regarding this issue. There are no known reports of patient intervention or adverse health consequences due to the discordant albumin and bilirubin results.